Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot- specific quality issue from this lot. All the available information was investigated and the definitive cause for the reported single leaflet device attachment (slda) resulting in tissue damage could not be determined. The worsening mitral regurgitation was due to tissue damage. Dyspnea was a secondary effect due to worsening heart failure. The reported patient effects of worsening mitral regurgitation, dyspnea, tissue damage and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), worsening mitral regurgitation, heart failure, leaflet tear and prolonged hospitalization. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2019, the patient returned for a routine follow up and it was found that the clip was stable on the leaflets, but mr increased to 3+. On (B)(6) 2019, the patient returned with dyspnea and worsening heart failure symptoms. Additionally, the patient had an enlarged heart which the physician stated is due to the patient not taking medication and is a smoker. The patient received an implantable cardiac defibrillator due to the pre-existing condition. On (B)(6) 2019, echocardiogram showed the clip was stable on both leaflets. On (B)(6) 2019, another follow-up was performed and it was found that the clip became detached from the from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4+, and a torn leaflet was observed. No treatment was performed and the patient was sent home. On (B)(6) 2019, the patient was re-admitted for shortness of breath. No additional information was provided.